Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 450mg/dl and the pump alarmed no delivery. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 64mg/dl at the time of the call. Troubleshooting was performed and found that the pump also had a blank display but the customer indicated that was only temporary and the display reverted to normal. Customer was advised that the pump was operating as designed and the pump was able to rewind and prime. Customer declined further high blood glucose troubleshooting.